Event description:
Customer reportedly received results of 105 mg/dl and 38 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated by eating cereal and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
It was initially reported that the patient bent over and felt a severe pain in her abdomen where pump was located. It was not confirmed at that time that the pump had flipped. It was later reported that it was unknown if the event was attributed to the devices. The pump and catheter were explanted. The drug in the pump was unknown. Per this reporter, "catheter wound around pump and in pump pocket". There were no other signs/symptoms. Final outcome was "no injury".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.